Event description:
During medex' in-house testing, the hex value was not greater than c0 on two plunger holder/ track iis, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.

Manufacturer narrative:
During in-house testing, the hex value on two plunger holder/ track iis was not greater than c0 due to a broken u-spring on each track. This would have caused a syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. Medex was able to confirm the issue and determine a cause. The plunger holder/ track were repaired and returned to the customer. This issue is being monitored for trend. No additional action is necessary at this time.